Event description:
Philips received a complaint on the v60 device, reporting a battery failure. The system was not in clinical use and no harm was reported. The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue, the asp replaced the battery and the device returned to full functionality. The device was operational after repairs were completed. It was confirmed that battery life was less than five years, however customer didn't provide the details of battery serial, lot number. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: reporting address state:(B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).